Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. Healthcare professional later reported left side ¿device rupture¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required additional, changed, and/or corrected data: a2, b3, d9, g2, h3, h6

Event description:
Patient reported an unknown side rupture. Healthcare professional later reported left side ¿device rupture¿. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported an unknown side rupture. Healthcare professional later reported left side ¿device rupture¿. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient reported an unknown side rupture. Healthcare professional later reported left side ¿device rupture¿. Device has been explanted.